Event description:
It was reported that patient had pain and discomfort at pump site. Drugs delivered via the device were bupivacaine and fentanyl. It was further reported that the pump was surgical repositioned on (B)(6) 2013. This incisional site/tract was noted to be the pump pocket and not related to the implant procedure. This issue was reported as resolved without sequelae also on (B)(6) 2013. This device system was now reported to have delivered bupivacaine, fentanyl and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).